Event description:
Nurse reported hospitalization due to low blood glucose. Customer was irritable. The blood glucose reading was 34 mg/dl. Diagnosed hypoglycemia. Nurse requested the basal and bolus rates. The current blood glucose reading is 533 mg/dl. Customer treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.